Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/26/2015. The fse found that the blood detector was not secured and was not allowing the blood sampling valve (bsv) to properly rotate. The fse reattached the detector, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a pink leak from the probe of the coulter hmx analyzer cap pierce. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.